Event description:
It was reported that patient's pacemaker had failed to be interrogated. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-58149, the same issue was previously reported as 2017865-2024-58258.